Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2018-02931. It was reported that catheter blades stopped spinning in the lesion. A 2.4mm jetstream® xc atherectomy catheter and jetstream® pv atherectomy system console were selected for an atherectomy procedure in the right superficial femoral artery (sfa). The diffuse lesion was 200mm in length. During the procedure, a non-bsc filter wire system was placed at the distal popliteal artery and the jetstream was advanced to the lesion for calcium atherectomy. After one minute of atherectomy, the jetstream¿s blades were stopped inside the lesion. Atherectomy was attempted again, but the blades stopped about 20 times during 14 minutes of total procedure. It was suspected that an issue with the console existed as the unit was operating at lower than expected rpms. The procedure was completed with balloon angioplasty. There were no patient complications and the patient¿s condition was stable.